Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ll vlv adpt(stand alone) infusion was blocked. The following information was provided by the initial reporter: the nurse followed the doctor¿s order for the infusion treatment. During the treatment, the infusion was found to be blocked. The nurse immediately changed the infusion connector. The patient was fine.